Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50ml intravia container was leaking from the base of the IV tubing port, where the port meets the bag. This occurred after filling with hydromorphone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed. Leak test was performed and noted a leak at the seam of the administration port. The reported condition was verified. The cause was determined to be related to the material used during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.